Event description:
Complainant alleged that the medics were attempting to defibrillate a pt in cardiac arrest but it displayed a "defib disabled" message. The medics then obtained another device and successfully converted the pt's heart-rhythm. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.